Event description:
A customer observed negatively biased and imprecise vitros phyt results from quality control fluids on three days in 2008 on a vitros 5, 1 fs analyzer. The customer states there was no allegation of patient harm as a result of this event.

Manufacturer narrative:
Investigation into this event has determined that the root cause was an immuno wash module that was out of adjustment on the vitros 5,1 fs analyzer. An ocd field engineer was dispatched to the user's site and performed necessary repairs and adjustments returning the instrument to expected operation.